Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) had no audio output. The customer tried replacing the alarm housing and re-seating all the connections, but the issue persisted. No harm or injury was reported. They will be sending this unit in for a repair. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer had checked the volume in the software and had indicated that it is maxed. They had also reseated all the cable connections, but they were unable to get a sound. The complaint unit was returned by the customer. During the device evaluation, nihon kohden repair center (nk rc) was unable to duplicate or observe the reported issue. The device was producing sound. A review of the history of the serial number identified no other occurrences of this issue. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are damaged audio cables, incorrect audio output selected (in the settings), and incorrect cable connection.

Event description:
The customer reported that their central nurse's station (cns) is not displaying any audio.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not displaying any audio. The customer tried replacing the alarm housing and re-seating all of the connections, but the issue persisted. No harm or injury was reported. They will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempts to obtain information on the devices that were used in conjunction with the unit in question were made, but not provided.

Event description:
The customer reported that their central nurse's station (cns) is not displaying any audio.